Manufacturer narrative:
Physio verified the reported issue and found that the cause was due to an inoperative single board computer (sbc) on the system pcb assembly. Physio scrapped the device.

Event description:
The customer contacted physio-control to report that their device would not boot up properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The cause could not be determined. The device was removed from service and decommissioned. The customer ordered a replacement device.

Event description:
The customer contacted physio-control to report that their device would not boot up properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.